Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt. A 6.0 x 40, 75 cm mustang balloon catheter was advanced for dilation. However, during inflation at 24 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported. The patient was in good condition after the procedure.

Manufacturer narrative:
Initial reporter city: (B)(6).